Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there had been a balloon rupture. The 3.5mm x 30mm agent drug coated balloon was being used to treat a 72% stenosed, 25mm x 3.5mm, eccentric, in-stent restenosis in a moderately calcified, non-tortuous right coronary artery. The lesion had been predilated with a 3.5 x 20 emerge balloon. The agent balloon was introduced and delivered to the targeted lesion, it was being inflated when it ruptured at six atmospheres. When the balloon was removed it was noted that the middle portion of the balloon was broken. The procedure was completed with another agent balloon and the patient was stable following the procedure.